Event description:
It was reported that a pt receiving therapy on a cs100 expired. The cause of the death has not yet been determined.

Manufacturer narrative:
The company rep performed testing and functional check did not uncover error codes in the logs that would have rendered this pump inoperable. The auto fill failure could not be duplicated. The only finding indicated was a autofill failure. The unit did not show any other problems during the functional check. This unit was returned to the biomed for them to place and placed back in service. Internal complaint number (B)(4).